Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was removed due to an emergency stop. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a loss of power supply. The instrument and cannula were not removed together. Additional ports were not placed. There were no pieces from the distal end that detach/break off. There are no photos of the device or video available to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was found to have a broken main tube approximately 20cm from the distal tip. Material was found missing. For clarification, the customer was the one who broken the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.